Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient had been struggling to recharge since implant. It was taking a long time to charge and there was no coupling, despite good contact with the device. The recharger continued to make a beep sound, but the screen was off and the device was frozen, rendering the patient unable to charge the ins. Plugging the recharger into the power source made no difference in the ability to recharge. The rep checked the device, but could not get it to work. The patient had seen a reposition antenna screen often - an image to put the disc over the ins - and the recharger allegedly would not show any other screen. It was noted it was quite a stressful experience for the patient. The original recharger was going to be allowed to deplete and then charged again to attempt to resolve the recharger issue. It was noted the ins may be implanted too deep, but the patient was provided with a loaner recharger and was reportedly able to charge with the new recharger. Additional information was received at a later date indicating the replacement recharger was working, but the patient was still struggling to charge. The doctor requested a report of the recharging statistics. Impedances were normal and the ins was on, but the charge was at 0%. Recharging statistics revealed the coupling was very low with 0 bars during the first ten minutes in each of the last six recharging sessions. The ins battery level had not changed in each of the last six sessions, which occurred over two days and lasted between 3 minutes 16 seconds and 2 hours 8 minutes and 37 seconds (the most recent session). There was no record of over discharge and the patient did not have very high settings: 3.0 v, 60 usec pulsewidth, 130 hz on left c+/1- and right c+/9-. There were no difficulties when trying to communicate with the patient or clinician programmers. An antenna locate was performed and had a reading of 40-42. The rep and physician had reviewed recharging on numerous occasions without resolution. X-ray imaging confirmed the ins was not flipped, and the suspected cause was the implant depth as all other troubleshooting had been done. It was noted that surgical intervention may be required, but there was no reported plan for intervention at the time of this report. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Revision surgery was done on monday (B)(6)and battery was placed more superficially. This seems to have resolved the issue as patient can get 7 bars of coupling. Implant depth seems to have been the problem. No further complications are anticipated.

Manufacturer narrative:
Product ID 37651 serial# (B)(4), product type: recharger. Product ID 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted there was possibility of replacement, although the plan was to re-position the ins, but the intervention had not been scheduled.